Event description:
It was reported that one patient had a venous thrombosis at a central line site which was detected after postoperative discharge and was treated successfully with anticoagulation in hospital. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).